Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the pneumatic module assembly with safety and tidal volume disks. Blood did not ingress past the safety disk. The fse completed all safety, functionality, and calibration checks which passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had blood spill into the console. No patient harm, serious injury or adverse event was reported.